Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had crack at the top where the reservoir connects to the pump and the buttons has to be pressed twice to get it to respond issue when she gets to 25 or less insulin in the reservoir and she starts to have high blood sugar. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.